Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile packaging had metal particles in it. When surgeon brushed against the porous coating it would rub off. Item was not implanted and another shell was opened. No additional information available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination did confirm that the porous coat flaked when rubbed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. A corrective action has been created to further evaluate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.